Event description:
It was reported that the scope was connected but was displaying the message: status no scope connected with dots blinking. The unit was unable to trigger pictures from the scope. The malfunction occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g1; g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting after the customer reported that the cv-190 was not auto-capturing images to an external recorder/pc and displayed connection-related messages (e.g., ¿status: no scope connected¿). Manual image capture was still possible. Tac advised backing up and restoring system settings from another cv-190 with biomed support and reviewed cabling as a potential contributing factor. Follow-up troubleshooting confirmed the unit was configured with an endoworks system that was no longer supported, which prevented automatic image triggering. The complaint was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.